Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The blood glucose result was 260 mg/dl on an unknown meter and the patient was treated with insulin. The patient was currently still in the hospital. No further details were provided. The infusion device was requested to be returned for product evaluation.